Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unidentified low blood glucose. Reportedly, the customer¿s basal rates were incorrect. Customer ate and stopped insulin to address low blood glucose. Tandem technical support instructed customer to call back to troubleshoot and consult a healthcare provider is the issue occurs again.